Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 8cm balloon. Fiber disturbance was noted to the balloon, located 4.2cm from the distal tip. The balloon appeared to have been previously inflated. The balloon was kinked throughout the length of the catheter. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kink. No kinks were reported by the user. No other anomalies were noted to the device. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it was unable to advance past the kinks in the catheter. The catheter inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. However, water was observed leaking from the barrel of the balloon, approximately 4.2cm from the distal tip. The fibers were then stripped from the balloon and a longitudinal rupture was observed on the barrel of the balloon, beginning 4.2cm from the distal tip and continuing proximally for 1.8cm. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a longitudinal rupture on the on the barrel of the balloon. The investigation is also confirmed for material frayed, as the balloon fibers were frayed at the location of the longitudinal rupture. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the conquest pta instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported during an angioplasty procedure, a pta balloon ruptured (atms unknown) in a loop graft. The health care provider reported the device was removed in its entirety, without difficulty, through the sheath. The hcp further reported that another pta balloon was used to complete the procedure. There was no reported consequence or impact to the patient.